Event description:
A journal article was retrieved from knee surgery, sports traumatology, arthroscopy that reported a study from denmark. The study reported one patient from the mc group had a tka revision surgery to a knee with tibia stem lengthening at 24 months follow-up due to pain and restricted rom in both flexion and extension. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: concomitant medical products: 42502605801 - femur cemented cr -(B)(6), 4711500396-1 - optipac-s 60 refob - (B)(6), 42540000035 - all poly patella - (B)(6), 42532007501 - tibia cemented - (B)(6). G2: foreign - event occurred in denmark. G2: literature - burvil, c. C. H., linde, k. N., stilling, m., hansen, t. B., dalsgaard, j., rytter, s., koppens, d., & petersen, e. T. (2025). Similar fixation of total knee arthroplasty components with medial congruent and cruciate retaining polyethylene inserts. A randomised double-blinded controlled radiostereometry trial with 24 months of follow-up. Knee surgery, sports traumatology, arthroscopy: official journal of the esska, 10.1002/ksa.12753. Advance online publication. Https://doi.org/10.1002/ksa.12753. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h6; h10. D10: 42502606801 - femur cemented cruciate retaining (cr) standard left size 5 - 63946132. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.